Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator broke during a procedure. The elevator was used on impacted teeth. The fractured piece was removed via suction or by hand. The procedure was completed with another elevator of the same part number. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The elevator showed signs of use with some general wear and tear on the handle and was also fractured at the tip. The complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the product experiencing excessive force during use, beyond what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.